Event description:
A health professional reported approx 5 weeks after treatment with juvederm the pt developed "hot painful nodules under the skin near the nasolabial folds." The pt went to the ER and was prescribed oral bactrim, keflex, and ibuprofen 800mg. One week later, the pt was seen by the treating physician and amphadase was injected. The pt has allergies to phenobarbital.

Manufacturer narrative:
(B)(4).